Event description:
Pt was a (B)(6) female. After the first pass with merci v 2.5 soft retriever, the pt had a perforation at the right m2 branch. It is uncertain whether the perforation resulted from the use of merci v 2.5 soft retriever, although the subarachnoid hemorrhage was observed immediately after the use of the device. There was no evidence of a concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.

Manufacturer narrative:
An investigation was performed on the returned device. The results of the investigation on the returned device showed no signs of defects of damage to the device. Based on the results of the investigation and the info provided by the site, the specific cause was not able to be determined.